Manufacturer narrative:
Patient ID and weight were not provided for reporting. (B)(4). The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent surgery for a femur fracture with a lcp-df plate. Post operatively on (B)(6) 2018, the implant broke as patient walked in the kitchen. Patient underwent revision surgery on (B)(6) 2018. During the revision, the plate was removed and patient was implanted with a nail. Patient and surgery outcome were not reported. Concomitant device reported: screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) lcp(tm) distal femur plate 13 holes/316mm-right. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part# 222.258, lot# l386912. Manufacturing location: mezzovico, release to warehouse date: may 02, 2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according to specification for implants for surgery. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. A visual inspection has been performed and it confirmed that the received condition agrees with the complaint condition but no visual defects manufacturing related have been identified on returned item. The dimensional re-inspection, the raw material certificate review and the document/specification review didn't identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.